Event description:
Broken nail the patient in this event has a past medical history of multiple myeloma and is taking maintenance doses of chemotherapy orally. The patient was taking the chemotherapy at the approximated time of the rod being discovered as broken. The patient did not report any strenuous activities, just pain at the left leg and left groin which led to an x-ray that revealed a broken rod and non-union. The patient is currently in remission, does participate in physical therapy and swims for fitness.